Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned; however, a photograph was provided for evaluation. The photograph showed that the tubing disconnected from the drip chamber. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that the tubing of a flogard solution set disconnected from the bottom the drip chamber. This occurred during set up. There was no patient involvement. No additional information is available.